Manufacturer narrative:
As reported, the patient developed a hernia recurrence post-implant of phasix st mesh and underwent esophagram to confirm the hernia recurrence. As reported, the ae is not resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(6): on (B)(6) 2017 - the subject patient underwent laparoscopic repair of first time recurrent paraesophageal hiatal hernia along with toupet fundoplication and esophagogastroduodenoscopy (egd) procedures. A phasix st mesh was placed in underlay fashion intra-peritoneally, fixated using vicryl sutures at 4 fixation points. Full skin closure was achieved using sutures and adhesive skin closure. The patient was discharged to home on (B)(6) 2017. On (B)(6) 2017 - the patient was diagnosed with paraesophageal hiatal hernia (peh) recurrence following an esophagram scan. On (B)(6) 2018 - during physical exam paraesophageal hiatal hernia (peh) recurrence was noted. The ae is clinically assessed to be possibly related to the study device and possibly related to the procedure. This has been assessed as a non-serious adverse event of mild severity, and has not resolved, there has been no action taken. The reported adverse event does not meet the definition of an sae (serious adverse event).